Manufacturer narrative:
The act button did not respond due to corroded keypad traces. The pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a keypad anomaly. The customer's blood glucose level was 3.8 mmol/l. The customer was advised to revert to a back-up plan. No further details were provided.